Event description:
Country of complaint: (B)(6). The customer claims, that the thread tore at the clip. This happened with 3 pouches of this pack.

Manufacturer narrative:
Us reporting agent notified on 11/18/2014. Mfg site eval: samples received: five unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Clips have been reviewed according to the pattern templet and fulfill requirements for all dimensions. The closure of the clips in the samples received is correct. Thread is not broken after closing with the yellow clip. Tested the thread-clip attachment on yellow clips after the mounting and the results fulfill the requirement. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements.